Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture has previously caused or contributed to pt injury. Device issue: balloon rupture. It was reported that during a procedure on the left circumflex artery with no tortuosity, no calcification, and 90% stenosis, pci was performed for in-stent restenosis of a previously implanted taxus stent. After the guidewire crossed the lesion, the nc voyager balloon catheter was advanced through the rhv, the gc and the lesion without any problems. When the balloon was inflated for the first time in the lesion, the balloon ruptured at 3 atms. There were no reported pt effects. There is no additional info available.

Manufacturer narrative:
(B)(4). Eval summary: quality assurance analysis revealed that the balloon catheter was returned with blood in the inflation lumen and in the balloon. There was dried contrast in the inflation lumen and in the balloon. The balloon was folded with the proximal folds slightly opened. There were two bends in the hypotube 7.5 cm and 32 cm distal to the strain relief tubing. A new indeflator, filled with water, was used to pressurize the balloon when fluid was observed leaking from a longitudinal tear under the fold at the distal marker. The tear was .8mm long. The tear edges were stretched and jagged. There was no other damage noted to the balloon catheter. Product performance engineering reviewed the incident info. Factors that may contribute to a tear in the balloon include, but are not limited to, mfg, handling of the product during preparation/use, and/or interaction with the lesion/anatomy and/or guiding catheter/guide wire. To help ensure that this damage is not the result of mfg, all balloon catheters are 100% visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are 100% leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity prior to release. The pt anatomy was 90% stenosed, which could have contributed to the tear in the balloon. There was no report of any leaks or damage to the product noted during visual inspection or preparation for use, therefore, it is possible that the balloon was damaged (scratched) during interaction with other devices and/or pt anatomy, resulting in the tear in the balloon. Analysis noted two bends in the hypotube. Since this damage was not reported in the incident info, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported balloon rupture. A review of the product mfg records did not reveal any non-conforming material records associated with this lot and all lot release testing met mfg criteria. A conclusive cause could not be determined for the reported balloon rupture, a field discrepancy notification (fdn) was previously initiated to further investigate the balloon rupture failure mode and potential product deficiency with specific product lot. Product performance engineering will monitor the incident circumstances. All balloon catheters are 100% visually inspected and leak tested during the mfg process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.